Event description:
Patient developed hematoma after implant, but there was no surgical intervention and hematoma resolved on its own. Incision check on (B)(6) 2018 showed completely healed and no swelling. On (B)(6) 2018 subject went to urgent care with complaints of a cough. Xray showed unchanged cardiomegaly and implanted defibrillator with no mention of a hematoma. At (B)(6) 2018 in clinic visit, patient was found to have a large hematoma which was to be drained at a later appointment. On (B)(6) 2018 hematoma had decreased in size so physician decided to not drain but to monitor patient. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated.